Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a breast biopsy, at the fourth sample pass, the needle of the device allegedly jammed and unable to be removed from driver. It was further reported, the needle was difficult to remove from the tissue. Reportedly, the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one finesse 14g biopsy probe and driver were returned. Upon visual inspection, a bent needle was noted extending out of the probe housing preventing full functional testing. The bend was not originally reported and it is unknown if shipping/handing factors contributed to the returned condition. Therefore, the bend was considered an incidental finding. Although the service hatch was accessed to remove the probe from the driver, a specific failure mode could not be determined. The driver was tested with an in-house probe and no issues were noted during initialization, sample acquisition, sample storage, and system reset. The investigation is, therefore, inconclusive for failure to cycle and difficult to remove from the tissue. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a breast biopsy, at the fourth sample pass, the needle of the device allegedly jammed and was unable to be removed from driver. It was further reported, the needle was difficult to remove from the tissue. Reportedly, the procedure was completed with another device. There was no reported patient injury.